Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Investigation summary: sample evaluation we have been provided with the affected sample. Visual inspection of the sample reveal a breakage on the tip of the syringe. That confirmed the reported issue. Bhr review n/a root cause description: root cause analysis the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel. This may be caused by some inappropriate handling condition or transport of the product before use. Confirmation the returned sample presented the tip broken. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Rationale: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the tip of the bd emerald¿ syringe broke when trying to connect to the product to the phaseal injector. Found during use. No serious injury or medical intervention noted.